Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she needed assistance with infusion set change. Customer's blood glucose was 48 mg/dl. Customer could not think clearly. Customer would eat a piece of chocolate. Customer was assisted in filling cannula. Customer will not be returning the device for analysis.